Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the ER for elevated blood glucose (bg) levels that were over 600 mg/dl; cause was unknown. Customer administered a manual injection to address bg level.